Manufacturer narrative:
UDI =(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead became stuck in the superior vena cava during attempted implant. Multiple attempts were made to remove the lead, however, the lead was felt to have wedged into the edge of a vein and the helix was noted to be longer than normal length. The lead was surgically abandoned and another ra lead was successfully implanted. No additional adverse patient effects were reported.